Event description:
In the morning the nurse was totaling out the pca on a patient and found that boluses had been given. Investigation found that the patient knew the default code to bolus herself by using the key pad on the pca pump. She gave herself 4mg in a short period of time.